Manufacturer narrative:
Concomitant medical products: evolutr34us transcatheter valve, implanted (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with falls and chest pain. The right ventricular (rv) lead exhibited increasing thresholds and pacing impedances that are now at high levels. The lead remains in use. No further patient complications have been reported as a result of this event.